Event description:
Surgeon scheduled poly swap. Upon removal of old poly, examination of old implant revealed that the post had broken and the implant showed signs of wear.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and activity level is unknown. Based on the available information, a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.